Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Service and repair evaluation: the customer reported that on an unknown date, the hand piece for battery powered driver will not spin drill bit. The repair technician reported that device does not run fast forward, forward and reverse mode. Also reported discolored wires, debris on barriers, rust on motor, scrapping housing due to chipped nose cone opening and damaged set screw opening, damaged nose cone. The cause of the issue is improper maintenance . The item was repaired per the inspection sheet, passed synthes final inspection on 20-jun-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Service history record review: the previous service event for part number 05.000.008 with lot number(s) 005059 has been reviewed. The customer called in a service request for this item on (B)(6) 2024 for will not spin drill bit. The item was previously returned for service on (B)(6) 2014 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of will not spin drill bit. The manufacture date of this item is (B)(6) 2013. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver will not spin drill bit. It was unknown when the issue was observed. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. During manufacturer's investigation of the returned device it was identified that the device does not run fast forward, forward and reverse mode. Also reported discolored wires, debris on barriers, rust on motor, scrapping housing due to chipped nose cone opening and damaged set screw opening, damaged nose cone. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).